Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that myocardial perforation was observed on transparent image during an additional lead implant operation. The lead is still in use because of the risk of bleeding. No further patient complications have been reported as a result of this event.